Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer called in for assistance with reprogramming their insulin pump. The patient's blood glucose level was unknown. The customer was assisted with reprogramming their pump. The insulin pump works as designed. No further assistance needed.